Manufacturer narrative:
Product complaint # ==> (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: I don´t have the lot number. The source would be elin aldarsteinsdottir. ¿ can you identify the lot number of the product that was used? ¿ please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that a patient underwent a spine procedure on (B)(6) 2024 and barbed suture was used. During the procedure, it was reported that there was no barbs on the stratafix. The surgeon has used stratafix spiral monocryl for years and really likes it. But this time the barbs just did not do anything. They sent back some boxes before and this one the surgeon felt after from the needle and down the suture and it was just as a regular monocryl suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/16/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d4, d9, h3, h4, h6. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the device. The returned sample revealed that only it was received twenty-nine unopened samples and two unused open samples that pertained to product code sxmp1b108. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The barbs were observed in the sutures. In addition, ten barbs were measured from each strand and all barbs met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.